Event description:
Patient was implanted with a scs system on (B) (6) 2007. The patient reportedly experienced burning at the ipg site and was scheduled to have the ipg revised to the opposite hip on (B) (6) 2010. During the revision, the physician noticed that the leads appeared frayed where they had been tucked under the ipg. The leads were tested and were still functional. The physician reportedly decided to use the existing leads but place a long anchor over the compromised portion of the lead. The same ipg was re-implanted to the opposite hip and the patient is reportedly doing well.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.